Event description:
It was reported an unspecified malfunction/issue occurred. The patient experienced diabetic ketoacidosis (dka) and was hospitalized. It could not be determined if there was a dexcom malfunction and how the malfunction contributed to the event. Attempts to follow up with the patient multiple times to obtain further details and clarification regarding the incident was unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.